Event description:
It was reported by the patient's relative that the patient had another procedure done because a lead had pierced the patient's heart. The lead was repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2012 (B)(6). (B)(4).